Manufacturer narrative:
This lead remains implanted but has been take out of service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead displayed impedances exceeding 3000 ohms, associated with loss of capture (no capture at maximum output), as identified on an electrocardiogram. The patient was found to have a junctional underlying rhythm at 40 beats per minute. An x-ray revealed a fracture in the lead conductor. Subsequently, surgical intervention took place, during which a new lead was inserted, and the fractured lead was surgically abandoned. There were no further adverse effects on the patient reported.

Event description:
It was reported that this right ventricular (rv) lead displayed impedances exceeding 3000 ohms, associated with loss of capture (no capture at maximum output), as identified on an electrocardiogram. The patient was found to have a junctional underlying rhythm at 40 beats per minute. An x-ray revealed a fracture in the lead conductor. Subsequently, surgical intervention took place, during which a new lead was inserted, and the fractured lead was surgically abandoned. There were no further adverse effects on the patient reported.